Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump that their insulin pump had the motor arm cannot communicate with the main arm. The customer¿s blood glucose level was 11 mmol/l at the time of the incident. Customer state that that the pump errors had appeared twice. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected pump error 53 or pump error 4 alarms during testing; however, the formatted history file confirmed pump error 53 and pump error 4 alarms due to a software error.